Manufacturer narrative:
Also, additional information has been received that the customer had experienced hyperglycemia with a blood glucose value of 459 mg/dl at the time of the event and was treated with insulin pump. The information has been provided in sections b1 (checked adverse event box), b2 (checked other serious (important medical events) with respect to treatment code), b5 (updated the summary), d10 (added concomitant products), h1 ((changed from malfunction to serious injury) & h6 (replaced health effect - impact code 2199 with 4613) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer experienced hyperglycemia with a blood glucose value of 459 mg/dl at the time of the event and was treated with insulin pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported blood glucose value of 272 mg/dl. The customer reported hyperglycemia and was treated with the insulin pump bolus. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a, mmt-244a. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-244a.